Event description:
It was reported in a literature article (doi: 10.1111/ner.12292) that the patient experienced a loss of therapeutic effect between the 12-month and 18-month follow-up. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).